Event description:
An international distributor reported a customer's AED will not power on with their dbp-2800 battery pack serial number (B)(6), but it will power on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 4/2/2020 and placed into service on 7/15/2020 with the battery pack in question (serial number (B)(6)). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.